Event description:
Reference importer # (B)(4).

Manufacturer narrative:
The customer reported that the patient dropped the device causing the valve adapter in the astral device to disconnect and display the error message. The valve adapter was reinstalled to resolve the error. The device was not returned to resmed. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).